Manufacturer narrative:
Investigation summary: three pictures and one physical sample was received by our quality team for evaluation. From visual inspection of the picture received, it was observed that the tip of the catheter was detached. After evaluating the sample, a sharp and flat cut was observed on the broken edge of the both pieces of the tubing, verifying the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. After further investigation of the sample, there was no stretched phenomenon or elongation of the catheter tubing observed to indicate any issues with the tubing material which could have caused the breakage. The sharp and flat cut could have occurred during product application when the product was manipulated. This investigation concluded that the non-conformance likely happened outside of the manufacturing facility. If the broken catheter had occurred during the manufacturing process, the defect would be rejected by the automated vision inspection system as well as would have failed the outgoing inspection. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the investigation was able to confirm what customer experienced as broken catheter was observed on the sample. End user risk assessment. As per risk assessment, rm5987, severity for foreign matter limited (s2). Produced quantity (B)(4) units. Occurrence is improbable (o1). Root cause description: the non-conformance can happen out of the manufacturing facility. If the broken catheter had occurred in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. The automated vision inspection system in place which will detect and reject parts that are not meeting the lie distance requirement. There is also a catheter pull test inspection performed as part of the outgoing inspection. Product was released upon passed the outgoing inspection. For this lot, no abnormality was observed and no quality notification was raised. Rationale: the complaint will be monitored and tracked. (B)(4).

Event description:
It was reported that a bd angiocath plus¿ i.v. Catheter 20ga x 1.16in split. Medical intervention was required to remove the catheter fragment. The following information was provided by the initial reporter: "angiocath plus(20ga) tip has been torn while being removed from patient. ((B)(6) 2020) when it was identified, I think that it was very serious situation at the department of purchasing &IV team. After removing catheter, it is remained to residue. So hcp had taken incision and suture quickly. Hcp related to this issue said that it is emergency due to complaint of patient."